Event description:
Additional information received indicated the patient received assistance from their doctor or manufacturer representative and had concerns resolved. An appointment on 2013 (B)(6) was noted. It was further stated, the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment for 2013 (B)(6) was indicated. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient doesn¿t feel stimulation. It was reported the patient saw the poor communication screen.

Event description:
It was reported that the patient experienced shocks ¿every once in a while¿ while starting stimulation right after implant. The patient indicated they were never a ¿major problem¿ because the patient would just turn down the implantable neurostimulator (ins), which would resolve the issue. The patient also reported that she had recently changed the batteries in the patient programmer and now the settings are different. The patient stated the new settings work just as well as her old settings. Additional information was received three days later that reported the patient could not figure out how to get her original stimulation settings back. The patient reported the new settings aren¿t working. She was going to the bathroom more and feeling the urge to go but then not being able to go. These were the symptoms the patient was being treated for originally. The patient stated that it felt like it wasn¿t relieving the symptoms like it had before after she changed the batteries in the programmer one week ago. Increasing stimulation didn¿t resolve the symptoms. The patient also reported she had fallen three times in the last year; two of the times she fell on her head. The falls occurred in (B)(6) 2013, and a minor fall in (B)(6) 2013. Program 1 was increased to 7.7 v and the patient could feel stimulation in her thigh and leg. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v810975, implanted: (B)(6) 2012, product type lead. (B)(4).